Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing as recorded on stored electrograms (egm) during episodes of ventricular tachycardia (vt)/ventricular fibrillation (vf). It was noted that the undersensing led to the false termination of recorded episodes. The patient subsequently passed away.